Manufacturer narrative:
Evaluation: method (B)(4) evaluation anticipated, but not yet begun. Conclusion (B)(4) evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The explanted device was returned, however evaluation has not been completed yet. Evaluation results as well as edwards' analysis and conclusions will be reported once completed.

Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 5 years. The received operative report indicates valve was replaced due to aortic stenosis and calcification. Operative note indicates, " a year and a half ago aortic valve gradient was 30 mm peak, however with recent chest symptomatology, shortness of breath, atrial fibrillation, congestive heart failure. Echo revealed a 90 mm systolic gradient with a valve area of 0.5 cm/sq. The cause for the early calcification could not be identified and because of symptomology, the patient had cardioversion for atrial fibrillation". Operative details indicate, "examination revealed the aortic valve was densely covered with fibrous tissue including all the sutures and also the struts were adherent to the aortic wall." Patient went to the heart room in stable condition.

Manufacturer narrative:
Xray. Evaluation summary: as received, the valve exhibited heavy calcification in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. The x-ray also demonstrated calcification. Host tissue overgrowth was moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation indicates calcification as the primary cause of the reported aortic stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. It is likely that patient condition and medical history may have contributed to this event. The investigation indicates no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.